Manufacturer narrative:
On march 16, 2023, mentor received additional information. The patient's age, race, and ethnicity were provided as 49, black, and not hispanic/latino, respectively. The date of birth was also provided. The appropriate fields have been populated. The patient was also diagnosed with baker grade iii-IV capsular contracture of the left breast in addition to the deflated right breast implant during an in-office visit with a medical professional. As a result, she was scheduled for bilateral removal on (B)(6), 2023. As an adverse event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-04173 for the contralateral event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 11, 2023, mentor was notified that the patient underwent bilateral removal and replacement with 575cc mentor smooth round moderate profile saline breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 28, 2023, mentor received additional information. The healthcare professional provided an updated diagnosis. The patient was diagnosed with a deflated left breast implant, right breast rippling, and bilateral baker grade IV and ii-iii of the left and right breasts, respectively. The right breast was not deflated. As the right breast implant was intact, deflation is no longer applicable to this file. Reason for device explant and/or reoperation: capsular contracture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 12, 2023, the mentor analysis lab received the suspect medical device for evaluation. On june 08, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 14.9 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a 475cc mentor smooth round moderate profile saline breast implant has experienced right-sided deflation and breast pain postoperatively, confirmed by a physician. Patient reported that her right side is hurting and she¿s experiencing discomfort. The dropping of the implant is hurting, and she also reported a slow leakage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.